Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2016 the xhibit central monitor wouldn't completely reboot when the user attempted to reboot the system. No injury was reported as a result of this event.

Manufacturer narrative:
A spacelabs field service engineer arrived at the site for further evaluation of the device. The issue was confirmed; reinstalling the software resolved the reported problem. As previously reported the central monitor was used in conjunction with hardwired bedside monitors. There is no risk of harm during the reported event as there is no impact to the bedside monitors, which continue to operate and provide monitoring of all selected parameters as well as alarm generation. This report is complete and this particular issue is considered closed.

Manufacturer narrative:
Additional information was received on september 13th, 2016 that patients that were monitored on the xhibit central station were also being monitored by bedside monitors. Throughout the reported event, the bedside monitors were not impacted and remained operational, therefore there was no risk of patient harm. The investigation for the central station has not concluded, and spacelabs will file a supplemental report once the investigation is complete.